Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the ovation ix abdominal aortic aneurysm stent. Approximately eight (8) months post initial procedure, the patient presented with a type ii endoleak, insignificant aneurysm enlargement (3mm to 5mm), and a type ia endoleak. The physician will continue to monitor the patient. As of date, there have been no additional patient sequelae reported.

Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. Clinical assessment shows the sac enlargement complaint is confirmed. The type 1a endoleak is refuted rather there is a type ii from the lumbar artery. The complaint is most likely anatomy related. Procedure related harms identified were type ii endoleak. The contributing factors for the sac growth is most likely the type ii endoleak from the lower lumbar artery. The final patient status was reported being stable. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the ovation ix abdominal aortic aneurysm stent. Approximately eight (8) months post initial procedure, the patient presented with a type ii endoleak, insignificant aneurysm enlargement (3mm to 5mm), and a type ia endoleak. The physician will continue to monitor the patient. As of date, there have been no additional patient sequelae reported. Additional information: the sac enlargement complaint is confirmed. The type 1a endoleak is refuted rather there is a type ii from the lumbar artery. This is a non- device related failure and is anatomy related. The final patient status was reported being stable.